Event description:
It was reported that the customer's insulin pump had unresponsive buttons and the time clock was not advancing. Troubleshooting was performed. The battery was removed and a new battery was inserted, but the display was frozen and the time did not change. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. No display or alarm anomaly was observed. Cracks by the display window, battery tube threads, reservoir tube lip and a scratched lcd window was also noted.